Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post implant, the patient experienced bleeding from the introducer puncture site. Arterial damage occurred, because the vein and artery were in contact with each other. The patient was treated with surgery. No further patient complications have been reported as a result of this event.